Event description:
Boston scientific crm received information that this patient's latitude communicator had a history of no interrogation. Interrogation continued to be an issue despite a replacement communicator. The patient was presented to the clinic for follow-up, and the clinic nurse was unable to interrogate the device with the use of a programmer. None of the troubleshooting options resulted in a successful programmer interrogation. A magnet was applied over the device and no tones were generated. The patient had not undergone a replacement procedure or non-device related surgery. No unusual circumstances have occurred since the last in-clinic device check in (b)(6 2010. The patient was scheduled for a chest xray and the clinic nurse planned to discuss this further with the physician. Subsequently, boston scientific crm received information from the local representative that this patient had been scheduled for a device replacement. The results of the chest xray were normal.

Manufacturer narrative:
Upon receipt, the device had no telemetry and a memory download could not be performed. The technician confirmed that placement of a magnet did not generate tones from the device. Electrical measurements found that the battery voltage was extremely low at 0.348 volts. Initial investigation determined that the high current drain and subsequent inability to communicate with the device was isolated to an issue with the integrated circuit (ic). The ic is currently undergoing detailed analysis to determine root cause.

Manufacturer narrative:
Detailed analysis isolated the high-current condition to an anomaly on one of the component layers (capacitor oxide) within the device's integrated circuit. This anomaly causes a high current drain, which over time results in premature battery depletion.